Manufacturer narrative:
The hospital has not accepted the proposal for service from gehc. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a system reset error. There was no report of patient involvement.